Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated upon insertion of the sensor on (B)(6) 2019, they started to bleed. After a couple minutes they started feel nauseated and dizzy after two minutes. The patient indicated that they became pale and their ears started ringing and nearly fainted. The patient¿s parent called 911 around noon and when the emergency medical technicians (emts) arrived, they checked the patient¿s pulse which was high and blood pressure was low. They removed the sensor and the symptoms resolved after a few minutes. No product was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No additional patient or event information is available.